Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down without command. Afterward, the system would no longer boot up. There is no report of patient injury.